Manufacturer narrative:
Device evaluation: the photo was evaluated by subject matter expert (sme) and observed something like a foreign material on the lens. Due to poor resolution and high magnification, it was not possible to confirm the particle as described on the complaint folder. A review of the surgery video was performed; a particle was observed on the lens insert case prior to insertion process. It was deemed that the particle was not attached to the iol when it was removed from the case. The video showed that iol is free of defects. It was also noticed that non-jjsv inserter or cartridge was utilized and no debris associated with iol was detected after the implantation. The reported complaint was verified, however, it cannot be confirmed as a manufacturing related issue since cartridges from different suppliers were used and no visual confirmation of the particle occurred. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. (B)(4). The lens and the particle were discarded by the customer discarded; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that something like lint was noticed stuck to a zcb00v 18.0 diopter lens after implantation. Reportedly, the intraocular lens was explanted the day after. The lens and the particle were destroyed by the customer. No additional information was provided.